Manufacturer narrative:
(B)(4). The complaint of misfire/jamming - staples not firing was confirmed based upon the sample received. Upon visual inspection, defective and misaligned staples in the cover block were observed. Upon functional inspection, it appeared that the staple misalignment prevented the remaining staples from moving down the track and firing successfully. The tecate manufacturing site was contacted as part of this investigation. It was confirmed that the presence of defective staples in the cover block is the probable root cause of this complaint. A device history record review was performed, and no relevant findings were identified. Actions to address this issue of visistat 35w staplers failing to function properly due to defective staples were established as part of the investigation within teleflex, which was closed on 31-aug-2023. The sample was manufactured prior to these actions on 13-dec-2022. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that "staple jamming and no patient harm". As a result, a new stapler was used to complete the procedure. No patient harm or injury. The patient status is reported as "fine".

Event description:
It was reported that "staple jamming and no patient harm". As a result, a new stapler was used to complete the procedure. No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.